Event description:
It was reported that the user was unable to insert and lock a cartridge because a prior cartridge¿s plunger remained in the chamber and coupled to the new cartridge¿s plunger, preventing proper seating; after removing the retained plunger, reinsertion attempts failed until the user replaced both the cartridge and the connector, which resolved the issue. Symptoms included no adverse clinical effects and no reported glucose-related symptoms. Outcomes included no alerts or alarms, no need for medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education conducted by support personnel. Investigation of this case revealed a retained plunger from a previous cartridge that obstructed the piston path and led to cartridge attachment difficulty, with successful recovery upon use of a new cartridge and connector. It was concluded that the event was due to an assembly issue related to a retained component from a prior cartridge, with device function restored after proper replacement.